Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the stations were not communicating. The field service engineer helped with station reboots and assisted with keys for getting medication to resolve this issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system the machine was in downtime. The customer stated that the user managed to get medication from another station and caused a delay. There were no adverse events or injuries reported based on this incident.